Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm avalus valve, it was explanted and replaced with a 23mm of an unknown model. The reason for the replacement was that the valve could not be advanced/implanted successfully after removal from packaging and attempted deployment. No additional adverse patient effects were reported.

Manufacturer narrative:
Sections updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the valve was explanted because the size did not match the patient's anatomical structure and that the valve was fully sutured and tested prior to removal. It was also reported that medtronic avalus sizers were used for this implant and the physician has extensive experience with avalus placement. No field clinical support were at the implant case. No additional adverse patient effects were reported.